Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead could not be fixated properly in multiple locations in the right atrium and dislodged at least 5 times. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.